Manufacturer narrative:
Results: a photo was sent that showed the issue. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5120677. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported on the 13x75mm 4.0ml bd vacutainer® plus plastic whole blood tube. Lavender bd hemogard¿ had a misprinted label. No injury or medical intervention reported.